Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The unit was tested with multiple scopes and no issue was found with image. The image was displayed on the monitor as expected when the unit was tested.

Event description:
A user facility reported to olympus that no image was produced when a scope was connected. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported problem could not be reproduced on the device evaluation, the likely cause was the temporary adhesion of water, dust, or other foreign material to the electrical contacts of the video connector receiver, or that there was a problem with the device other than the equipment concerned.